Event description:
It was reported that pump experienced malfunction alarm that did not follow any notable preceding events. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction alarms occurred.